Manufacturer narrative:
Description of event: as reported via medwatch, during an angiogram of the left leg, the hub separated from a micropuncture transitionless stiffened cannula access set's sheath. Access and advancement of the sheath were reportedly difficult. Upon removal of the sheath, it became caught in tissue, as the anatomy was calcified and scarred from multiple catheters and surgeries, and the hub separated from the catheter. The doctor evaluated the issue and subsequently increased the size of the incision (skin nick) and used hemostats to grasp the catheter and remove it over a wire guide. The catheter and hub were examined and it was determined that the entire device was accounted for. The procedure was completed without further issue. Investigation ¿ evaluation. A document based investigation was performed including a review of the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The lot number of the device is not known; accordingly, reviews of the device history record and complaint history could not be conducted. There is no evidence to suggest the product was made out of specification. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position.¿ ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that patient anatomy has contributed to this incident. The patient's anatomy was calcified and scarred from multiple previous procedures. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported via medwatch, during an angiogram of the left leg, the hub separated from a micropuncture transitionless stiffened cannula access set's sheath. Access and advancement of the sheath were reportedly difficult. Upon removal of the sheath, it became caught in tissue, as the anatomy was calcified and scarred from multiple catheters and surgeries, and the hub separated from the catheter. The doctor evaluated the issue and subsequently increased the size of the incision (skin nick) and used hemostats to grasp the catheter and remove it over a wire guide. The catheter and hub were examined and it was determined that the entire device was accounted for. The procedure was completed without further issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.